Manufacturer narrative:
A review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, direct product analysis was not possible. Instructions for use (IFU)state: vii. Operative techniques, no. 7 - use a tunneler, such as the gore® tunneler, to create a tissue tunnel that closely approximates the graft diameter. A tissue tunnel that is too loose may result in delayed or insufficient perigraft tissue attachment, and may be a contributing factor to perigraft seroma formation. Vi. Possible complications with the use of any vascular prosthesis, a. Complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: redundancy; infection; ultrafiltration or perigraft seroma; thrombosis; mechanical disruption or tearing of the suture line, graft, and / or host vessel; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas.

Event description:
The following was reported to gore: during a tevar procedure in (B)(6) 2018 (specific date unknown), a gore® propaten® vascular graft was implanted from the patient's right to left subclavian artery. Details of the implant procedure were not provided. Two weeks after the procedure, fluid retention was observed at the left collar bone. A large bulge under the patient's skin was pierced and clear fluid was drained. At four week follow-up, fluid retention under the patient's skin was observed in same area. Needle aspiration was performed. The patient was advised to limit activity to allow for adequate healing. The patient's progress will continue to be monitored. The physician suspects that accumulating fluid may be seroma, and is uncertain if the fluid is seeping from the graft.